Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 21-22, 2025. H11: the devices were received for evaluation. Visual inspection was performed on the returned samples. The reported issue was identified as tpn solution leaked into the outer pouch. Functional testing was performed on all returned samples, and leakage was observed in six of the seven samples. Therefore, the reported condition was verified in six samples; however, the issue was not verified on the remaining sample. The cause of the issue was most likely due to inadequate or absent application of cyclohexanone to the spike port cap tube during insertion into the spike port in the manufacturing process, resulting in improper bonding. A batch record review was conducted and did not identify any manufacturing deviations related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (07) exactamix 250 ml eva tpn bags leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.